Event description:
While performing a bench evaluation for the device, it was noted by the authorized bench technician that the display for the unit would power on unexpectedly after the device was turned off. There was no patient involvement.